Event description:
It was reported there was a lead warning for the right atrial (ra) lead having high impedance. There was also noise noted on atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.